Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel and aneurysm morphology at the time of implant and the secondary intervention are unknown. It was reported four years post index procedure the bifurcated stent graft had migrated and three aortic cuffs were implanted. The migration and the type I endoleak were resolved. Currently the vessel morphology was reported as the aortic neck is 24 mm in diameter at the lowest renal artery, and at the most distal aortic cuff the aortic neck is 27 mm in diameter. There was severe calcification and severe angulation, 75 degree of the aortic neck between the separations of the grafts. A recent CT demonstrated that there was a type iii endoleak, stent graft separation between the lowest aortic cuff and the bifurcated stent graft. The three aortic cuffs remained in place however the bifurcated stent graft migrated distally 3 cm resulting in the type iii endoleak. The physician inserted the (B)(4) however due to the severe angulation of the anatomy the tip of delivery system was damaged from the aneurx runner that remained in the patient, (however this was unknown until the open surgical repair). Removed from the delivery catheter from the patient and was discarded. An (B)(4) was implanted between the lowest aortic cuff and the bifurcated stent graft that resolved the type iii endoleak. During the removal of the delivery catheter the physician experienced difficulties, the physician performed all the techniques for the removal of the nose cone however the nose cone and two inches below broke off and migrated into the thoracic arch. The delivery system was then able to be retracted and removed from the patient. The physician was able to snare the nose cone piece and was able to pull it down into the bifurcated stent graft, however unable to remove the piece from the patient. The physician elected to convert the patient to an open surgical repair. During the explanation of the stent grafts there was an 8-10 inch runner that was left in the patient next to the aortic cuff, and two additional 1 inch runners in the bifurcated stent graft against the bifurcated wall but there was a piece of a delivery system runner protruding into the center of the bifurcated stent graft. There were no notes that there were runners left in the patient. The physician believes that the runner that was left in the patient was cause of the tip detachment and the shredding of the tip of the (B)(4) (first repair device). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (surgical conversion to open repair, positioning difficulties); patient's condition affected effectiveness of device (angulated aortic neck with severe calcification); caused by another drug/device (runner from another device). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck with severe calcification); another device caused failure (runner from another device).